Manufacturer narrative:
Citation: catalano ma et al. Accuracy of predicted effective orifice area in determining incidence of patient-prosthesis mismatch after transcatheter aortic valve replacement. Journal of cardiac surgery. 2020. Doi: 10.1111/jocs.15148. Earliest date of publish used for event date. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the predicted effective orifice area and incidence of patient-prosthesis mismatch following transcatheter aortic valve replacement (tavr). All data were retrospectively collected from the new york state and society of thoracic surgeons databases collected between january 2017 and november 2018. The study population included 346 patients (predominantly female, mean age 83.8 years), 164 of whom were implanted with a medtronic evolut r or evolut pro transcatheter valve (no serial numbers provided). Among all patients, 37 deaths occurred within 1 year of follow-up. It was reported that 6 of these patients had patient-prosthesis mismatch. No further details were provided about the deaths, and there was no association made between the tavrs and the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: in-hospital cardiac arrest, aortic dissection, annular dissection, stroke, major vascular complications, major bleeding, percutaneous coronary intervention, perforation, myocardial infarction, unplanned surgery, patient -prosthesis mismatch. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.